Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, a check left ventricular (lv) lead message was observed due to a low intrinsic amplitude measurement less than 3.0 millivolts (mv). The patient also experienced diaphragmatic stimulation. The programmed lead configuration was changed to ring to can and pacing impedance measurements were noted to be 1,000 ohms. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an x-ray was performed and revealed a lead fracture. An invasive procedure was performed. The lead was explanted and replaced. This crt-d remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).